Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR.reference: 1221359-2021-01758.

Event description:
The customer reported false positive results with the ID now covid-19 for two (2) patients performed on different dates. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021. Confirmation testing (platform: diagenode) generated negative. The customer stated the patient was symptomatic and patient was tested positive for covid in (B)(6) 2021. It was noted,that patient has been admitted in covid area with high risk of contamination.